Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to follow-up visit, and a patient notifier alert was noted. Review of session records showed non-sustained lead noise on the stored egms. External emi source suspected. Recommended provocative testing to reproduce the noise. It was later reported that the t-wave attenuation filter was turned off and the patient will be monitored at next follow-up visit. The device remains implanted.